Event description:
It was reported that the intraocular lens (iol) was broken. No further information has been provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: n/a, as there is no indication that the lens was implanted. Section d6b - explant date: n/a, as there is no indication that the lens was implanted. Section e1 - telephone number:(B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.